Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. Without the opportunity to examine the complaint product, root cause cannot be determined. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent partial knee arthroplasty on an unknown date. Subsequently, the patient experienced a tibial plateau fracture after (B)(6) 2016. It is unknown what caused the fracture and what was done to correct the fracture.